Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was unable to duplicate the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that therapy electrodes on their device had a poor contact. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that therapy electrodes on their device had a poor contact. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.